Manufacturer narrative:
Estimated based on aware date of (B)(6) 2019. Device is a combination product.

Event description:
It was reported that tissue prolapse occurred. During a procedure, a 2.75 x 16 mm promus element stent was implanted and tissue prolapse was reported to have occurred.